Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (b)(4.) Event occurred in the united states. It was reported that patient faced infusion set bent cannula event due to which the patient faced hyperglycemia event on (B)(6) 2025.the patient went to emergency room and was released on the same day. The event occurred within three or more hours of insertion. The insertion site was abdomen.the blood glucoselevel was 556 mg/dl at the time of the event and the patient got treated with intravenous and fluids of saline. The issue occured with 3 infusion sets. No further information available.